Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the front panel may not be able to be operated due to the failure of the front panel body. In addition, it may have accidentally failed due to long-term use, because about five years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the front panel was damaged and needs to be replaced. The buttons on the control panel may have been locked due to damage to the front panel. The device was repaired at (B)(4) and returned to the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the device did not start up properly. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the device did not work properly because the front panel remained locked at startup due to damage to the front panel.